Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 1627487-2019-09273. It was reported the patient was receiving inadequate stimulation due to high impedances. As a result, the patient's leads were explanted and replaced. Surgical intervention resolved the patient's issue.